Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg pocket site. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the pocket site was moved to a different location. No product was explanted.